Event description:
It was reported that during a hemicolorectomy procedure, the blade was broken while in use. Surgery was prolonged five minutes. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.